Manufacturer narrative:
Consumer returned 2 spinbrush proclean toothbrush heads (lot codes dd0208h1, dd0229b1) and 2 spinbrush pro whitening toothbrush heads (lot codes dd9174a2, dd0291b1). Two of the heads were either spinbrush proclean powered toothbrush soft (B)(4) or spinbrush proclean powered toothbrush medium (B)(4) and two of the heads were either spinbrush pro whitening powered toothbrush soft (B)(4) or spinbrush pro whitening powered toothbrush medium (B)(4). Proclean heads were manufactured at: (B)(4). Pro whitening heads were manufactured at (B)(4). Additional manufacture dates (B)(4). All four heads have the rear housing broken propagating from the oscillating pin hole.

Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of a retrospective review to identify malfunctions with the potential to cause serious injury.